Manufacturer narrative:
Correction provided in g4. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized for an infection resulting in pd catheter (not a fresenius product) removal. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was initially hospitalized with symptoms of nausea and vomiting. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (dose not provided) and on a subsequent date (date unknown) the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with ceftazidime (details not provided). It was reported that the patient was not recovering from the peritonitis infection. As a result, on (B)(6) 2025 the patient was re-admitted into the hospital. Per the nurse, the patient was switched to vancomycin (dose unknown) intravenously in the hospital. Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The nurse stated that the exact cause of the peritonitis is unknown. However, the nurse reported the peritonitis was not caused by fresenius products. It was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse provided that the patient had a recent pd catheter (not a fresenius product) exit site infection which may be the cause of this infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which if often caused by the pd catheter (not a fresenius product). The patient¿s pd nurse reported that the patient had a recent pd catheter exit site infection which may have been a causal factor in this event.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized for an infection resulting in pd catheter (not a fresenius product) removal. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on 6/jan/2025 the patient was initially hospitalized with symptoms of nausea and vomiting. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (dose not provided) and on a subsequent date (date unknown) the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with ceftazidime (details not provided). It was reported that the patient was not recovering from the peritonitis infection. As a result, on 19/jan/2025 the patient was re-admitted into the hospital. Per the nurse, the patient was switched to vancomycin (dose unknown) intravenously in the hospital. Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The nurse stated that the exact cause of the peritonitis is unknown. However, the nurse reported the peritonitis was not caused by fresenius products. It was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse provided that the patient had a recent pd catheter (not a fresenius product) exit site infection which may be the cause of this infection.